Event description:
It was later reported, the patient was reprogrammed but continued to have pain at the implantable neurostimulator (ins) site. Patient had tingling feet and legs even when the system was off. Patient had not used the system in a couple weeks and didn't think is had worked as well since it had been reprogrammed. It was also noted, the patient's ins got hot sometimes when it was not even on. Representative had seen patient and the device was not warm at the time. Patient got an ultrasound the day of report. There was no sign of infection, no fluid present. There was no known accident or incident related to the complaint. The symptoms were not related to position. Impedance levels were normal. X-rays were performed and nothing was found. Follow up reported no additional information was available at that time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing an intermittent shocking/jolting sensation. The patient was seen by a health profession al or manufacturer representative last friday and yesterday and had the implantable neurostimulator (ins) set at 0.4 volts. Impedance testing showed all leads in the normal range. The patient turned off the ins to see if it corrected the problem. The patient felt a continuous slight tingling sensation. An x-ray or other diagnostic test determined the lead had not migrated. It was also reported there was inflammation or soreness around the ins pocket site. Ultrasound was done and there were no signs of infection.